Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a initial tha, it was noted within the operation notes that the femur was prepared with a distal reaming to 12 and broached to 11. An 11mm reduced proximal offset stem was impacted but left proud by a few millimetres. Stem remained implanted. Soft tissue tension, leg length, rom and stability were appropriate, and no other complications were noted. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: us157850 m2a-magnum pf cup 50odx44id 117500. 157444 m2a-magnum mod hd sz 44mm 44mm 937480. 139256 m2a-magnum 42-50 tpr insrt std 0/0mmt1 873580. Proposed component code: mechanical (g04) ¿ stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. It was noted within the intraoperative record provided that the stem was impacted into place but left proud by a few millimeters. There have been no reported clinical signs or health impacts reported due to this event.